Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 554 mg/dl. The customer stated that she was perspiring heavily and vomiting. The customer was unable to troubleshoot during the phone call as she had discarded the infusion set. The diabetic educator later called for troubleshooting. The insulin pump was downloaded and found that the customer had not been bolusing. Also found that the customer changes the infusion sets every five days. The insulin pump passed the prime and high pressure tests. The educator stated that he will let the doctor and the nurse know the results of the tests performed.